Event description:
It was reported that the pt underwent treatment for l5-s1 spondy with implant of posterior rod/screw fixation. It was reported that post-op, the pt complained of pain and during a re-operation, the surgeon found a broken pedicle screw. Hardware was removed and replaced.

Manufacturer narrative:
This is a follow-up to user facility medwatch. The device has not been returned to medtronic for eval. Unable to determine cause of the event.